Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with operating currents within specification. No unexpected low battery alarms were noted. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The low reservoir and auto off alarm feature were working properly. Unit received with cracked case at lcd window corners and battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's down arrow button was sometimes unresponsive. Customer's blood glucose level was 512 mg/dl. She treated her blood glucose level with the insulin pump. The insulin pump alarmed auto off, low battery, and low reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.